Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the appointment had been completed, and the patient's ins setup was corrected.

Manufacturer narrative:
D6.a: only year is valid. G2: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep believed MRI mode was programmed wrong as it shows a lead model "977xxx" implanted while device registration shows the 3876-45 lead. Previous reports indicates the patient has had some imp edance issues. The rep wanted to know if the patient could have an MRI.

Event description:
Additional information was received from the rep. It was reported that they were unsure about the reason for the 2023 ins replacement as there was no inactive ins in the implant record. The ins serial number and implant date were provided. Impedance was 40000 ohms on contact 5, and 39725 ohms on contact 7. The cause of the impedance issues was unknown. A clinic appointment was booked with the patient for (B)(6) 2025 to correct the battery setup and implant location of the leads. The event was considered resolved. The patient was advised that they could not have an MRI as no transmit/receive coil at the site was allowed. The surgeon was also aware and had previously told the patient that they were not MRI compatible. The MRI technician advised the surgeon that the patient was not MRI safe to which the surgeon replied that they were aware of this already as the implant location was off-label.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.